Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2020, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported scaring and a red, raised area at the sensor insertion site. The patient experienced bleeding after a sensor insertion that required medical intervention on (B)(6) 2019. On (B)(6) 2020, the patient reported he developed a scar and a red, raised area at the insertion site. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.